Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify unexpected battery power loss due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack along the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.